Event description:
It was reported that the care link transmission quick look observations indicated a ventricular tachycardia monitor (vtm) 3 hours. The episodes did not have a vtm that long. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.